Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that missing ke45 (thixotropic) adhesive, sealant missing on light guide cover and cuts on transducer were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.